Event description:
Patient called alleging that their meter would not power on. Patient took their medications without knowing what their blood glucose reading was. Patient did not experience any symptoms of high or low blood sugar. Customer service checked that the batteries were in good condition and meter still did not have any power. Customer service was unable to resolve the issue and sent patient a new meter. When the meter does not turn on, a patient cannot obtain a test result, which may lead to delay in treatment or treatment in the absence of a glucose value.